Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation it was revealed that there were non sustained right ventricular oversensing episodes where the patient was experiencing an arrhythmia below the programmed vt detection rate. The implantable cardioverter defibrillator remained implanted. No further information could be obtained.